Manufacturer narrative:
The investigation of positioning issues has been completed. The data logs were not recovered. The pump was returned and inspected. The pump showed no physical abnormalities and ran in the lab for 10 minutes at nominal parameters. The cause of the positioning issue was most likely use related due to the pump being initially placed too deep in the ventricle and then pulled into the aorta during repositioning attempts.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that while repositioning the device, the impella cp pump came back into the aorta. Attempts to readvance the pump were unsuccessful and the decision was made to remove the device. The patient survived.